Event description:
The customer reported that the unit shut down over the weekend. The customer also reported that unit failed air flow test. The customer reported that the unit was not in use on patient. The issue was discovered during testing. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Upon further investigation, MDR #2031642-2022-00907 was reported in error. Per biomedical engineer, this unit did not shut down; this is the ventilator that failed preventive maintenance (pm) due to the 35 slpm air flow accuracy being out of tolerance (37.4slpm measure, tolerance is 36.8slpm on performance verification). This unit was sent to the bench for repair. Therefore this complaint no longer meets reportability requirements.

Manufacturer narrative:
Per information received from the biomedical engineer, this unit did not shut down. This is a ventilator that failed preventive maintenance (pm) due to the 35 slpm air flow accuracy being out of tolerance (37.4slpm measure, tolerance is 36.8slpm on performance verification). The unit failed the air flow accuracy test. Therefore, this complaint no longer meets reportability requirements.